Manufacturer narrative:
(B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. Placeholder.

Event description:
It was reported that two drill bits have broken during surgery. The surgeon was performing an anterior cervical discectomy and fusion procedure and while drilling holes in the plate to insert screws, the first drill tip broke. It was reported that the first hole drilled was successful and the second hole drilled, caused the drill tip to break. The surgeon then changed the drill tip and the attempted to continue to drill the second hole and the second drill tip broke. There was a 10 minute delay in surgery. Surgery was successfully completed with a third drill tip. There was no patient issue. This is report number 2 of 2 for complaint (B)(4).